Event description:
According to the reporter, during a laparoscopic wedge resection, during the transection of the lobe, the device had the proximal staple line incomplete, after pressing the green button the surgeon tried to fire it, but the load did not moved, they tried the second reload but it only fired 1 cm from the proximal site. They used a disposable handle to complete the case and resolved the issue. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The device was uploaded and indicated 31 autoclave cycles for the adapter. A pmv representative sulu was inserted onto the adapter with a pmv handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.